Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported during fill 2 the cycler alarmed for "air detected in cassette." She did not observe any air in her pt line. The pt was able to clear the error and complete treatment. When finished she opened the cycler door and fluid leaked out. She discarded the set. During follow the pt's pd nurse, it was reported the pt's effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.